Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "discomfort, displaced, and partially deformed" along with capsular contracture, baker grade unknown, exchange of textured device due to patient's concern with product and breast cancer (not device related). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ malposition: unable to observe. ¿ cancer breast: unable to observe. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b7, d9, h3, h6.

Event description:
Healthcare professional reported left side "discomfort, displaced, and partially deformed" along with capsular contracture, baker grade unknown, exchange of textured device due to patient's concern with product and breast cancer (not device related). Device has been explanted and replaced.